Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On 10-june-2024, it was reported by the patient that infusion set fell off. The site of insertion was abdomen. Infusion set was used for 1 day. No further information available.